Event description:
It was reported that a review of this patient's cardiac episodes was made as it was suspected oversensing of the rate respiratory trend (rrt) signals on the right atrial (ra) lead. Technical services (ts) reviewed this case and agreed with the diagnostic, the atrial impedance showed increases and decreases, within normal range. Ts suspected spring contact issues rather than a lead issue, and recommended to turn off the rrt feature; and performing isometrics, pocket manipulation and serial impedances to evaluate the lead further. Reportedly, the rrt was turned off on this device. Serial impedance measurements were performed with isometrics and pocket manipulation and were stable. The patient will continue to be monitored. This cardiac resynchronization therapy defibrillator remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition.